Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device 1); an additional emdr will be submitted to represent the bard/davol ventrio st (device 2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013 or (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device 1) and/or an unspecified bard/davol ventrio st (device 2). Ni/ni/ni - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex st (device 1) and ventrio st (device 2). As reported, the patient's attorney alleges a general claim related to the ventralex st (device 1) and the ventrio st (device 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013 or (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device 1) and/or an unspecified bard/davol ventrio st (device 2). Ni/ni/ni - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex st (device 1) and ventrio st (device 2). As reported, the patient's attorney alleges a general claim related to the ventralex st (device 1) and the ventrio st (device 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incisional hernia and umbilical hernia thereby underwent open repair with implant of ventralex st meshes (device #1 & device #2). Per operative notes, ¿the incisional hernia in the epigastric region identified, the hernia sac was amputated and a ventralex st mesh (device #1) was sewed in place. Then the umbilical hernia sac was pushed back into the preperitoneal space and a ventralex st mesh (device #2) was placed and sutured.¿ (B)(6) 2014 - patient was diagnosed with hematoma. (B)(6) 2015 - patient was diagnosed with recurrent epigastric hernia and pain thereby underwent open repair with explant of ventralex st mesh (device #1) and implant of ventrio st mesh (device #3). Per operative notes, ¿the hernia defect identified and the meshoma was carefully separated from the liver, abdominal wall and falciform ligament. The mesh (device #1) was slipped causing the recurrence so it was removed and a ventrio st mesh (device #3) was used to perform a sublay mesh repair.¿ (B)(6) 2015 - patient had growing hematoma at the surgical site thereby underwent evacuation and no mesh was exposed. (B)(6) 2016 to (B)(6) 2022 - patient had epigastric pain and was prescribed with pain medications. (B)(6) 2023 - patient was diagnosed with recurrent ventral hernias and consulted to undergo a repair. Per consultation notes, ¿there appeared two pieces of mesh (device #2 & #3) in the abdominal wall. There are at least two epigastric defects, probably three, one just superior to the umbilical mesh and highest one is just inferior to the subxiphoid mesh.¿ attorney alleges that the patient had mesh migration, mesh shrinkage, nerve damage, pain, hernia recurrence, hematoma, adherence to liver and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the patient's sex. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years post implant of ventralex st, patient was diagnosed with hernia recurrence, hematoma, material deformation, migration and pain thereby underwent repair with mesh removal. Per operative notes, "meshoma was carefully separated and mesh was slipped causing the recurrence." The instructions-for-use supplied with the device lists hernia recurrence, hematoma, migration and pain as possible complications. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-nov-2012) is considered to be a best estimate. This supplemental emdr represents ventralex st (device #1). An additional emdr was submitted to represent ventralex st (device #2) and a supplemental emdr was submitted to represent ventrio st mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.